Event description:
It was reported an issue with dafilon suture. The client reported that the thread broke easily when manipulated. Patient information received is that it occurred with patients of both genders, aged between 30 and 70 years. No harm was caused to the patients. In one patient, the type of surgery was a removal of a large skin alteration of the scalp/hairline on the forehead. A skin change was removed from the top of the head and the thread breaks several times when pulling the stitches. They had to use several packs of thread in (total 3) and they all break when pulled. Another patient had a mole removed from his back at the top of the right shoulder blade. The thread broke during sewing. It was ordered a new pack of 3/0 sutures and there have been no more problems. The other MFR-report number related to this report (for the second patient) is 3003639970-2023-00351. No additional information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). Two complaints have been received at the same time from the same end customer and issue. There are no units in our stock. We have received 9 closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.28 kgf in average and 1.94 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.